Manufacturer narrative:
Previous outflow graft infection reported under manufacturer report number: 2916596-2020-05061. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with fever and chills with a concern for a xiphoid abscess. The driveline had no signs of infection. On (B)(6) 2021 the patient had an incision and drainage (I/d) performed. It was reported that this infection was likely related to the previous outflow graft infection. Cultures were positive for (B)(6) and a wound vac was placed. The patient had intravenous (IV) dapto started until (B)(6) 2021. The patient underwent a computerized tomography (CT) scan on (B)(6) 2021. The results were that the patient had developed a large heterogenous fluid collection overlying the interior aspect of the sternum and xiphoid process with surrounding inflammation possibly representing a developing abscess. This lesion did not appear to extend retrosternally or along the nearby lvad driveline. However, the streak artifact from the lvad hardware and the driveline somewhat limited the evaluation. The patient also had a slight internal increase in small pericardial effusion. There was a slightly improved patchy ground glass opacities in the right lung apex. There was a split interval increase in linear scarring and atelectasis in the posterior right lung base. Also observed was a possible new small splenic infarct. The patient was discharged on (B)(6) 2021. The patient was noted to be on chronic doxy suppression medication. No additional information was provided.